Event description:
Complainant alleged that while attempting to monitor a pt (age unknown), the device shut down. The device re-powered when switched to ac mode. The pt subsequently expired. The complainant indicated that the pt outcome was not a result of the reported malfunction.